Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a fracture and revealed yield marks near the fractured location. This indicated that the device was likely kinked prior to the fracture. It was reported that the patient¿s anatomy was tortuous. If the 3maxc is manipulated through tortuous anatomy, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed kinks on the catheter shaft. This damage was incidental to the complaint and it was reported to have occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient's anatomy was tortuous. During the procedure, while advancing the 3maxc into the neuron max, the physician noticed some abnormalities and immediately started to pull back the 3maxc. Subsequently, the physician noticed that the proximal end of the 3maxc was fractured but remained connected by the inner wire. The 3maxc was then removed and no longer used in the procedure. The procedure was completed using a new 3maxc and the same neuron max. There was no report of an adverse effect to the patient.